Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector assembly of the device was broken. It was also noted that both display wires of the device were pinched without compromising the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the ventricular output connector of the external pulse generator was broken. The external pulse generator has been returned for repair. There was no patient involvement.